Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('fallopian tube with mild chronic inflammation') in a 40-year-old female patient who had essure (batch no. B66023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena, micronor and ortho novum. Concomitant products included citalopram since (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), the first episode of vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), urinary tract infection ("urinary tract infection"), vulvovaginal candidiasis ("candidal vaginosis"), the second episode of vaginal discharge ("vaginal discharge") and iron deficiency anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full) salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, vulvovaginal candidiasis and the last episode of vaginal discharge had resolved and the salpingitis, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea and iron deficiency anaemia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, iron deficiency anaemia, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome updated for pelvic pain, vaginal bleeding, vaginal discharge. Bladder & urinary tract disorder , vaginal infection updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('fallopian tube with mild chronic inflammation') in a 40-year-old female patient who had essure (batch no. B66023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena, micronor and ortho novum. Concomitant products included citalopram since (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), the first episode of vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), urinary tract infection ("urinary tract infection"), vulvovaginal candidiasis ("candidal vaginosis"), the second episode of vaginal discharge ("vaginal discharge") and iron deficiency anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full) salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the salpingitis, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea, bladder disorder, urinary tract disorder, urinary tract infection, vulvovaginal candidiasis, the last episode of vaginal discharge and iron deficiency anaemia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, iron deficiency anaemia, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- anemia, urinary tract infection, candidal vaginosis, vaginal discharge. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('fallopian tube with mild chronic inflammation') in a 40-year-old female patient who had essure (batch no. B66023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena, micronor and ortho novum. Concomitant products included citalopram since (B)(6)2012. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6)2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full) salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving and the salpingitis, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: fu 4 and 5 processed together. Medical records received: event fallopian tube with chronic inflammation was added. Reporters were added. On 11-feb-2020: fu 4 and 5 processed together. Quality-safety evaluation of ptc. On 6-feb-2020: fu 4 and 5 processed together. Pfs received: no new clinical information added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. B66023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena, micronor and ortho novum. Concomitant products included citalopram since (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full) salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: plaintiff fact sheet received: lot no. Was added. New events - abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, bladder or urinary problems or changes, dysmenorrhea (cramping), pain, vaginal discharge, did not undergo essure confirmation test were added. Outcome of event pelvic pain was added. Reporter's information, patient demography, medical history, concomitant condition, historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.